Event description:
We received information that, during the implant procedure, perforations of both the patient's lung and heart occurred. No additional adverse patient effects were reported. This device remains in service.